Event description:
Patient says that he has 3 dexcom g7 receivers right now (he got one from us in (B)(6) 2023) but later he only got the product from dexcom because he was having issues with it so he called them about defective product- and they replaced it for him 3 times and he had issues with the receivers- he was hospitalized once because of a malfunction and the alarm did not go off to alert him of a hypoglycemic episode and he went into a coma and was rushed to the emergency room and was hospitalized for 4 days. A similar event happened again (and patient checked his bg and it was 39) but patient and his spouse were able to catch it in time (drank something) and prevented a hospitalization. He found out 5 days ago about the recall on the dexcom products- and then checked the ID on all his receivers and he found out that all of his receivers that he got from dexcom were part of the class 1 recall. He is calling us to let us know what we should not be working with dexcom because are providing faulty products and falsifying information to patients w/o enough testing and that we need to be aware of this and should be informing our patients of this as well. Patient says that he is very anxious and is afraid that he is going to die in sleep. Pt wants to remain anonymous - does not want his info to be given to dexcom and does not want dexcom to call him. Ref reports: mw5178527, mw5178528.